Event description:
It was reported to philips that the device gave an "equipment disabled, therapy failed" message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated at customer site by philips asp. Based on the results of the analysis, the product malfunction was determined to be a software issue. The device software was reinstalled, and the product is back in service. A review of the service history for this device shows the problem has not been reported again for this device.